Event description:
(B)(4) study. Same patient as: 2134265-2012-06544, 2134265-2012-06545. It was reported that during a coronary stenting treatment procedure, the patient experienced residual disease proximally. In (B)(6) 2010, the patient presented with complaints of recurrent chest pain and was diagnosed with unstable angina (braunwald classification: iib). Cardiac catheterization was recommended. The de novo target lesion being treated was located in the distal left anterior descending (lad). The lesion was 70% stenosed, 2.5mm in diameter and 50mm long. The lesion was treated with predilation and placement of a 2.25x28mm taxus liberte stent. Post deployment of this stent in the distal lad, some residual disease was seen proximally which required placement of another 2.5x28mm taxus stent with minimal overlap. Post dilation was performed. Residual stenosis was 0%. In addition, the 80-90% in-stent restenosis of the previously deployed non-bsc stent in the mid lad was treated with balloon angioplasty and placement of a 3.0x23mm non-bsc stent, covering the previously deployed non-bsc stent. Following this, a guide wire was implanted from this stent to the diagonal. The diagonal and lad were post dilated resulting in < 10% residual stenosis. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Event date: updated from (B)(6) 2010. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as: 2134265-2012-06544, 2134265-2012-06545. It was reported that during a coronary stenting treatment procedure, the patient experienced residual disease proximally. In (B)(6) 2010, the patient presented with complaints of recurrent chest pain and was diagnosed with unstable angina (braunwald classification: iib). Cardiac catheterization was recommended. The de novo target lesion being treated was located in the distal left anterior descending (lad). The lesion was 70% stenosed, 2.5mm in diameter and 50mm long. The lesion was treated with predilation and placement of a 2.25x28mm taxus liberte stent. Post deployment of this stent in the distal lad, some residual disease was seen proximally which required placement of another 2.5x28mm taxus stent with minimal overlap. Post dilation was performed. Residual stenosis was 0%. In addition, the 80-90% in-stent restenosis of the previously deployed non-bsc stent in the mid lad was treated with balloon angioplasty and placement of a 3.0x23mm non-bsc stent, covering the previously deployed non-bsc stent. Following this, a guide wire was implanted from this stent to the diagonal. The diagonal and lad were post dilated resulting in < 10% residual stenosis. The patient was discharged on aspirin and prasugrel.